Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure wire is again shown to be malposition with a portion of the wire extending through the isthmic portion of the tube./ failure to occlude (close) fallopian tube(s),') and pelvic pain ('pain') in an adult female patient who had essure (batch no. C35385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis, urinary tract infection, vaginitis, vaginitis bacterial, spotting vaginal and kidney stones. (B)(6) 2016 physical examination: vagina healthy. Cervix well epithelialized. Uterus anteverted, 10-week size, irregular, consistent with fibroids. Physical examination: pelvic exam: vaginal packing removed, moderately soaked, foley removed. Previously administered products included for pain: tylenol and toradol; for an unreported indication: prilosec, supplemental estrogen and acetaminophen. Concurrent conditions included headache, vaginal discharge (for 2 days), vaginal odor, vaginal irritation, vaginal itching, absence of menstruation, gerd, back pain, elevated bp, constipation, flu, stools hard, gas, dysfunctional uterine bleeding, uterine fibroid and caesarean section. Family history included diabetes. Concomitant products included iron from 2010 to 2016 for anaemia, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2011 to (B)(6) 2016 for birth control and omeprazole for heartburn. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("abnormal bleeding (menorrhagia)/ heavy irregular bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the vaginal haemorrhage, menometrorrhagia, dysmenorrhoea and dyspareunia had resolved. At the time of the report, the device dislocation outcome was unknown, the pelvic pain and fatigue had resolved and the vulvovaginal pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure device was placed without difficulty, 3-4 coils were seen on each side after the placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium: on (B)(6) 2016: endometrium, curettage: strips and clusters of benign endometrial tissue (see comment). Fragment of lower uterine segment mucosa. Cervical tissue and blood.. Hysterosalpingogram: on (B)(6) 2016: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, other (please describe) right fallopian tube not closed. Left fallopian tube occluded.. Pathology test: on(B)(6) 2016: part 1: uterus, laparoscopic-assisted vaginal hysterectomy (111.6 grams): multiple leiomyomas, up to 2.5 cm. Basal endometrium. Chronic cystic cervicitis with squamous metaplasia and parakeratosis. Right and left cornu with essure coils x 2, (gross diagnosis only). Part 2: fallopian tube, right, salpingectomy: fallopian tube, not remarkable, clinically right. Part 3: fallopian tube, left, salpingectomy: fallopian tube with para tubal cyst, clinically left. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- abdominal pain, cramping, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure wire is again shown to be malposition with a portion of the wire extending through the isthmic portion of the tube./ failure to occlude (close) fallopian tube(s),") and pelvic pain ("pain") in an adult female patient who had essure (batch no. C35385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis, urinary tract infection, vulvovaginitis nos, vaginitis bacterial, spotting vaginal and kidney stones. On (B)(6) 2016 physical examination: vagina healthy. Cervix well epithelialized. Uterus anteverted, (B)(6) size, irregular, consistent with fibroids. Physical examination: pelvic exam: vaginal packing removed, moderately soaked, foley removed. Previously administered products included for pain: tylenol and toradol; for an unreported indication: prilosec, supplemental estrogen and acetaminophen. Concurrent conditions included headache, vaginal discharge (for 2 days), vaginal odor, vaginal irritation, vaginal itching, absence of menstruation, gerd, back pain, elevated bp, constipation, flu, stools hard, gas, dysfunctional uterine bleeding, uterine fibroid and caesarean section. Family history included diabetes. Concomitant products included iron from 2010 to 2016 for anaemia, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2011 to (B)(6) 2016 for birth control and omeprazole for heartburn. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy irregular bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. At the time of the report, the device dislocation outcome was unknown, the pelvic pain and fatigue had resolved and the vulvovaginal pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure device was placed without difficulty, 3-4 coils were seen on each side after the placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: endometrium, curettage: strips and clusters of benign endometrial tissue (see comment). Fragment of lower uterine segment mucosa. Cervical tissue and blood. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, other (please describe): right fallopian tube not closed. Left fallopian tube occluded. Pathology test - on (B)(6) 2016: part 1: uterus, laparoscopic-assisted vaginal hysterectomy (111.6 grams): multiple leiomyomas, up to 2.5 cm. Basal endometrium. Chronic cystic cervicitis with squamous metaplasia and parakeratosis. Right and left cornu with essure coils x 2, (gross diagnosis only). Part 2: fallopian tube, right, salpingectomy: fallopian tube, not remarkable, clinically right. Part 3: fallopian tube, left, salpingectomy: fallopian tube with para tubal cyst, clinically left.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- abdominal pain, cramping, most recent follow-up information incorporated above includes: on 14-may-2019: pfs and mr was received. Reporter information was updated. The event injury was updated to pain new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/ heavy irregular bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal pain, lower stomach pain, the right essure wire is again shown to be malposition with a portion of the wire extending through the isthmic portion of the tube were added. Medical history, historical drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.